Event description:
The patient reported that on or about (B)(6) 2021 and since that date, 4 of his v-go devices the needle button accidently released prior to the completion of the 24-hour period between 10 and 20 hours of v-go use. Patient reported that he followed proper fill, wear, and go procedure and placed his v-go device on the back of his arm.